Manufacturer narrative:
B5: upon follow-up, it was reported that the same day as event onset, the patient was hospitalized and started treatment with vancomycin injection (1gm, intraperitoneal, once very 4 days, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued). On an unknown date, the patient recovered from peritonitis and was discharged from the hospital. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gram, once in 4 days) and fortum injection (once daily). Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.